Event description:
It was reported to boston scientific corporation that during an hta ablation procedure, the fluid loss alarm signaled due to a fluid leak. The sheath was withdrawn from the patient prior to cool-down, and the patient received a 1st-degree parineal burn. According to the nurses present, the speculum was not in place inside the patient at that time. It is unknown if the tenaculum stabilizer was used. Various staff stated they felt the event occurred because of their lack of familiarity with the procedure. The procedure was completed with this device, and the patient was treated with silvadine cream post-operatively.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The device was not returned because it was disposed of; therefore, no product analysis could be performed. Information given by the user indicates that the root cause for the event was unfamiliarity with the product/user error.